Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019 -(B)(6) 2020. (B)(4). Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to patient experiencing halos, glare, and some streaks of light that were disabling. The incision was slightly enlarged, however, sutures and a vitrectomy were not required. There were no complications with the exchange. The iol was discarded. Another johnson & johnson lens (different model and same diopter) was successfully implanted as a replacement. There is excellent intraoperative result and post operative outcome very pleased. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.